Event description:
Reporter noted scleral/corneal burn occurred during phaco sculpt mode. "Obstruction" alarm was sounding. Removed tip from eye and flushed; fluid flowed freely, but alarm still on. Changed handpiece to complete case.